Event description:
Reporter indicated that a vns pt's generator had been reset to 0 ma. Two weeks prior to the office visit where the pt's generator was found to be off, the pt experienced an increase in seizures. It is unk if the seizures were above, below, or at prevns baseline. The pt's device settings were reprogrammed to the desired settings at the office visit. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.